Event description:
It was reported that this right ventricular lead exhibited noise, over-sensing and low out of range pacing impedance measurements. Since the patient has been showing good intrinsic rhythm, it was decided to not reprogram the device and keep monitoring the patient. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).